Event description:
Hip suddenly became painful in 2000. When patient was checked by the surgeon, the breakage of the stem was established. Pain increased over time. Patient had to walk with the aid of two crutches. Revision surgery was performed.